Event description:
Customer reportedly received result of 150 mg/dl and took normal dose lantus 15 units. Re-tested within 10 mins and obtained result of 85 mg/dl on the compact plus system. Customer began to feel low blood glucose symptoms and obtained result of 34 mg/dl 15 mins after result of 85 mg/dl. Customer states, he became unconscious about 25 mins later (awoke within 5 mins); he was treated with 2 small glucose tubes by his son, and then given grape jelly. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.